Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a compromised force sensor system error during the manual prime process. The patient's blood glucose at the time of incident is unknown. Insulin had squirted out of the tubing prior to the pump alarming. The pump also alarmed with a motor error. Troubleshooting was initiated for the priming issue. The customer confirmed that the pump was not dropped or bumped prior to the compromised force sensor system alarm. The drive support cap appeared normal. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.